Event description:
It was reported that the customer received a power source alert. There was no adverse impact to the customer's blood glucose level. After discussions with technical support, the patient felt reassured and was satisfied as the pump was charging and functioning properly.